Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was on his upper back underneath the therapy pads. The patient reported known skin sensitivities. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Support services provided an additional garment. The patient was prescribed hydrocortisone from the doctor and the irritation improved. Supplemental report (B)(6) 021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was on his upper back underneath the therapy pads. The patient reported known skin sensitivities. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Support services provided an additional garment. The patient was prescribed hydrocortisone from the doctor and the irritation improved.